Event description:
Philips received a complaint on a patient information center ix (pic ix) device indicating that the spo2 alarms fell well into the 30's before an alarm state was shown audibly or visually. The device was being used to monitor a patient in room 334. They were being monitored by one of the telemetry technicians. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Additional information was received indicating that this record is a duplicate of another complaint record. Please see MFR report number 1218950-2024-00746.